Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, additional reported issues of foreign materials in the air/water tube and cylinder were found. A root cause of the reportable issue could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation the colonovideoscope exhibited that the air/water cylinder and air/water tube both had foreign material. There were no reports of patient harm or patient involvement.